Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, chronic cervicitis, nabothian cyst, stress urinary incontinence, gerd (date of admission (B)(6) 2020, discharge date : (B)(6) 2020), asthma, depression, anxiety, hypertension, normocytic anemia, leukocytosis, thrombocytosis, diarrhea, nausea, abdominal pain, pelvic pain and abnormal uterine bleeding. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with laparoscopic hysterectomy right salpingectomy. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: tissue : uterus, cervix, tubes - utérus, cervix, bilateral tubes and essure clinical history: abnormal urinary bleeding final diagnosis: cervix: nabothian cysts; focal mild chronic cervicitis. Endometrium: slightly attenuated secretory endometrium with focal stromal breakdown myometrium: adenomyosis, small leiomyoma fallopian tube: para tubal cysts. Gross descripción: the right and left cornu are notable for having metallic wires extending from the specimen. These wires are consistent with essure. The detached clinically oriented right fallopian tube is tan-pink, smooth and fimbriated. [Pregnancy test] on (B)(6) 2020: negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, chronic cervicitis, nabothian cyst, stress urinary incontinence, gerd (date of admission (B)(6) 2020, discharge date : (B)(6) 2020), asthma, depression, anxiety, hypertension, normocytic anemia, leukocytosis, thrombocytosis, diarrhea, nausea, abdominal pain, pelvic pain and abnormal uterine bleeding. On (B)(6) 2022,, she underwent medical device removal (seriousness criteria intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with laparoscopic hysterectomy right salpingectomy. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: tissue : uterus, cervix, tubes - utérus, cervix, bilateral tubes and essure. Clinical history: abnormal urinary bleeding. Final diagnosis: . Cervix: nabothian cysts; focal mild chronic cervicitis. Endometrium: slightly attenuated secretory endometrium with focal stromal breakdown. Myometrium: adenomyosis, small leiomyoma fallopian tube: para tubal cysts. Gross descripción: the right and left cornu are notable for having metallic wires extending from the specimen. These wires are consistent with essure. The detached clinically oriented right fallopian tube is tan-pink, smooth and fimbriated. [Pregnancy test] on (B)(6) 2020: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.